Event description:
A site representative reported that the software jumped back to the registration task in the ent software on the fusion navigation system, when the surgeon attempted to verify the curved suction. When back at the registration task, it didn't save the registration. The surgeon re-registered the patient and completed the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.